Event description:
It was reported that "the white cap is difficult to remove. After remove the white cap, the black, cotton-like foreign material was found inside the cap, and black foreign material inside the hub was also found. There is even a tiny black foreign object falling out."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign material on the infusion set was confirmed and the source of the material appears to be supplier related. One 20 ga x 0.75 in safestep infusion set was returned outside of the package for evaluation. The product label was also provided. The safety mechanism was not activated. The luer cap was present on the proximal luer. Two photo samples were also provided for evaluation and corresponded to the returned physical sample. Microscopic observation of the luer cap and inner luer revealed black material residue. The material appeared to be a polymer material and appeared to be spread out around the stem of the white cap. Since no apparent evidence of use was observed and the material did not resemble materials used during device usage, the complaint is confirmed and appears to be supplier related. The supplier has been notified of this event. A lot history review (lhr) of asdrs0125 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asdrs0125 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "the white cap is difficult to remove. After remove the white cap, the black, cotton-like foreign material was found inside the cap, and black foreign material inside the hub was also found. There is even a tiny black foreign object falling out."